Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated falsely elevated co2 results were generated on the architect c4000 analyzer. The probes were cleaned and calibrated to resolve the issue. Tracking and trending did not identify any adverse trends. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect c4000 analyzer generated a falsely elevated co2 result for one patient sample. The analyzer generated an initial co2 result of 45 and a repeat co2 result of 25. The falsely elevated co2 result was not reported outside the laboratory and there was no adverse impact to patient management reported.